Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) 4076 implantable pacing lead (B)(6) 2007, 4193 implantable pacing lead (B)(6) 2007.

Event description:
It was reported that at a follow up visit, non-sustained ventricular tachycardia episodes were noted on the right ventricular (rv) lead that were noise at >500 bpm. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.